Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot number. One (1) used sample was returned to the manufacturing site for evaluation. On review of this sample, it can be confirmed that the silicone tubing to the mistic connector has disconnected. The probable root cause could be an occlusion or blockage along the tubing causing backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion, the safety feature may have been activated and the pressure was diverted away from the patient back up to the peristaltic pump section. At this time, there is not enough information, and a corrective and preventative action (CAPA) will not be initiated. Trending will continue to be monitored and corrective actions will be evaluated if an increase of this failure mode occurs. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The reported lot number was manufactured in november 2020.

Event description:
The customer reported that the feeding set's tubing popped off at the soft section of the tubing that fits into the rotor. This occurred while giving medications. No patient injury was reported. Additional information received stated that leaking occurred.